Event description:
Information was received from a manufacturer representative regarding a consumer receiving baclofen [2000 mcg/ml] at a rate of 1050.3 mcg/day via intrathecal drug delivery pump for intractable spasticity and multiple sclerosis. It was reported that there was a motor stall seen initial interrogation and the patient did not recently have an MRI. The pump status was read via event logs. There were no reported symptoms and the pump is being replaced on (B)(6) 2017. The issue was resolved after replacement.